Manufacturer narrative:
A ge service representative performed an on site investigation. A power supply was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the model 9800 could not control the vertical movement of the pt table. There was no adverse pt involvement reported.